Manufacturer narrative:
Correction d4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the cause of the bleeding was determined to be anticoagulation management. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. Patient have site oozing. Nurse changed dressing earlier this morning. Blood products continue to be given as needed. Heparin in hold per physician platelet transfused, 1 unit red blood cells given.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.